Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that there was an ongoing issue with the meter not holding charge and at 8pm on (B)(6) 2017, he attempted to test his blood glucose level and was unable to obtain a result. The patient manages his diabetes with insulin which he self-adjusts. He reported that he takes 40 units of lantus and 12 units of another kind of insulin between 8pm and 8:30pm each night and also takes apidra based on the reading at 8pm. Although he was unable to obtain a reading, the patient reported that at 10pm he administered his usual dose of 20 units of apidra. He indicated that a short time later, he developed symptoms of ¿tiredness and could not stand up¿ which he associated with hypoglycemia. He reported that he went to the emergency medical service (ems) where a blood glucose result of ¿31 mg/dl¿ was obtained on the ems meter at around 10:15pm on (B)(6) 2017. He indicated that he took 3 pieces of sugar and received IV glucose from a healthcare professional to treat his symptoms. A subsequent blood glucose result of ¿250 mg/dl¿ was obtained on the ems meter. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the product. The patient confirmed that the meter had been charged until the charge complete message appeared. Based on the patient¿s testing frequency and usage, the battery did not need to be recharged. The patient¿s products were requested back for investigation; however, the patient was unwilling to return the products as he intends to buy a competitor¿s meter. As a result, no products are being replaced by lfs. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.